Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the blurry image was caused by a faulty charge-coupled device (ccd). The specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera was difficult to connect, and hard to couple, and rotate to connect to the coupler. This was due to the coupler being rusted, the rust made it difficult to move, and hard to connect to. The coupler will be replaced. The cable unit was found to be bad and will be replaced. The image was blurry due to a bad charged coupled device. Additionally, the rear cover was faded and will be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head had a difficult time in connection, and at times could not couple or rotate to connect. This report is being submitted for image issues caused by the poor connection. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.